Event description:
A customer contacted beckman coulter regarding erroneously low total prostate specific antigen (tpsa) result from a single patient sample that was generated by the access 2 instrument. The tpsa result was 3.16 ng/ml. The customer indicated that the patient was tested for tpsa in march of 2005 and the result was 0.89 ng/ml (method unknown). The customer then re-tested the patient original sample for tpsa four times. The repeated tpsa results were in the range of 7.93 ng/ml - 14.57 ng/ml. In addiiton, the patient sample was sent to another lab for tpsa testing testing via another method. The tpsa result obtained by another lab was "approximately 12 ng/ml" (method unknown). There was no report of change to patient treatment as a result of this event.